Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Unopened samples of product code (B)(4) lot # mbz665 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened and the samples were examined along strand and no defects, damage or breakage suture were noted. A functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative samples received, no breakage suture were found. Additional information was requested and the following was obtained: patient demographic info: age and gender. The patient is a (B)(4) neurologically compromised male.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient demographic info: bmi at time of index surgical procedure - weight was (B)(6) kg. Date and name of index surgical procedure? Open fundoplication, gastrostomy, and pyloroplasty on (B)(6) 2018. What was the indication for the index surgical procedure? Primary aspiration, reflux, and delayed gastric emptying. On what tissue was the suture used? Abdominal wall fascia. How was the suture placed (interrupted or continuous)? Continuous was there any precipitating stress factor for the suture breaking? No. Was medical or surgical intervention performed? If yes, results? Yes - as a result of the suture breaking the patient had a fascial dehiscence and returned to the operating room for repeat exploration and fascial closure. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? There was no deficiency noted when the suture was first placed. At the second operation, the suture was broken in the middle of the suture. Where did the suture breakage occur, i.e., middle, end? The suture was broken in the middle. Other relevant patient history/concomitant medications? None. What is physician¿s opinion as to the etiology of or contributing factors to this event? The suture broke. What is the patient¿s current status? The patient did well following repeat fascial closure and has been discharged from the hospital.

Event description:
It was reported that the patient underwent open fundoplication, gastrostomy and pyloroplasty on (B)(6) 2018 and suture was used on abdominal wall fascia. On the same day as the procedure, the patient returned to the or department with wound dehiscence for repeat exploration. The doctor opened the incision, noticed the suture was broken in the middle but the knot was still intact and the patient experienced fascial dehiscence and underwent fascial closure. The patient did well following repeat fascial closure and has been discharged from the hospital. Additional information has been requested.